Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and right ventricular (rv) lead noted intermittent oversensing of noise. After reviewing the data and x-ray, boston scientific technical services (ts) indicated the rv lead was underinserted. As the patient was not pacemaker dependent and had a good underlying rhythm. No intervention was performed. The sensitivity was reprogrammed. No adverse patient effects were reported.